Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a cartridge error message with multiple cartridges during the load process. Customer's blood glucose level was 225 mg/dl. Customer stated that they have back up manual injections for continued insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the customer complaint was verified. In addition, a different issue was found.